Event description:
The hospital reported that during endoscopic vein harvesting procedure, the short port did not seal properly. The hospital did not provide any information regarding how the case was completed. No patient complications were reported. During decontamination in 2007, it was noticed that the silicone was torn. This is a reportable malfunction.

Manufacturer narrative:
The visual inspection showed that the outer silicone coating on the btt was torn. The complaint is confirmed. The lhr review was completed, and there was no non-conformities found associated with the lot number.